Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked; the power issue was intermittent. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit. Moisture was found in the battery canister. A leak was found in the battery compartment. The pump was unable to power up and was completely unresponsive. The power complaint was duplicated. The pump cover was removed to find further moisture corrosion on the printed circuit board.